Event description:
Subsequent to the previously filed report, additional information was received: the device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The patient is reported to be recovering. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformed into cobra shape was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 14mm amplatzer septal occluder was selected for implant using an 8f amplatzer trevisio delivery system. During procedure, when deployed in the left atrium (la), the occluder deformed into a cobra shape and the delivery system also deformed. The device was removed from the patient and a new 16mm amplatzer septal occluder was successfully implanted. No patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.